Event description:
It was reported that on (B)(6) 2013, during a left hip trochanteric fixation nail (tfn) procedure the helical blade and the distal locking screw on a short tfn was impacting the nail. The surgeon stated that the correct 130 degree angle aiming arm was used. This is report 4 of 8 for complaint #(B)(4).

Manufacturer narrative:
Explanted date not provided. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record was performed and no complaint related issues were found. This nonconformance is not relevant to this complaint because the issue would not cause the helical blade and distal locking screw to impact the nail. Because the relevance of the repair found in this review in not able to be determined this complaint is indeterminate. Placeholder.